Event description:
Patient additionally reported the physician's letter stating "on clinical examination implants felt intact. She had a p2 thickening in the right breast at 6 c position. Examination of the axillae was normal. Ultrasound scan of the right breast revealed no silicone granulomas noted in the right axilla.". The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿over the past year, I¿ve been experiencing some pain in my right breast "..."the last few weeks it¿s become worse " and "my implant has ruptured and is leaking." This record relates to the right side. The device remains implanted.